Event description:
It was reported that it has been noted on a consistent basis that there is more bleeding and pain in these patients and has, in at least one instance, resulted in a re-admission. Device was not returning. Procedure: laminectomy. No product is available for evaluation. Follow-up was received: the sales rep responded to our additional information request message stating that this surgeon does not want to further pursue this complaint. No product is being returned, and the lot number was not provided.

Manufacturer narrative:
Lot number is not available.